Manufacturer narrative:
Product is no longer available to be returned.

Event description:
It was reported that the customer received a blood glucose result of 385 mg/dl between 7-8 pm on her guide system. Based on this result the customer took her sliding scale of 8 units of novolog and then decided to take an additional 2 units because the reading was so high. Within 30 minutes the customer began to feel dizzy like her blood glucose was dropping quickly. She asked her son to fix her food, before he could treat her she lost consciousness. The son then called the ambulance. She believes the emt's arrived within 10-15 minutes of her passing out. The emt's tested the patient on the professional meter and received a result of 45 mg/dl. The customer was treated with an IV of glucose in the ambulance on the way to the hospital. The hospital continued to treat the customer with an IV of glucose. The customer reported that she was unconsciousness for 1-1.5 hours. Once she regained consciousness she was treated with food and drink to increase blood glucose. Customer was not admitted into the hospital but kept at hospital for approximately 6 hours until her blood glucose was high enough to go home. The patient was released from the hospital at approximately 10-11 pm with a blood glucose result of 120 mg/dl.